Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The suturing devices were being used to oversew the sleeve. The suturing devices were difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issues and complete the case, opened a new suturing device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device the visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection.pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle toggle outside of jaws and disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device as needle would hit bevel walls at times. If information is provided in the future, a supplemental report will be issued.